Manufacturer narrative:
The rv lead was retained by the hospital. This report will be updated should additional information become available or upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high threshold measurements. The rv lead was explanted and replaced. No additional adverse patient effects were reported.